Manufacturer narrative:
Supplemental MDR aware date 26apr2024. The device was not returned for analysis; however, the reported allegation was confirmed for the pericardial effusion based on the media provided in the complaint. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a perforation and pericardial effusion occurred. During a watchman left atrial appendage closure procedure, a versacross connect kit was selected for use. The physician was encountering difficulty getting the rf wire up multiple times into the superior vena cava (svc). The transseptal puncture was performed in a low/posterior location. An attempt was made to implant a 24mm closure device however release criteria was not met, thus it was recaptured and removed, and a 20mm closure device was successfully implanted with all release criteria being met. Following the implant, the transesophageal echocardiogram (tee) physician was performing a routine check and noticed a small pericardial effusion of 0.5mm around the right atrium and suggested it was slowly growing. A pericardiocentesis was performed and 200cc blood was drawn. The patient was hemodynamically stable with no change in blood pressure. The procedure was completed. The patient was fully recovered to be discharged two days post procedure. The device is not expected to be returned for analysis (discarded). The patient was under warfarin (280) and on antiplatelet drugs. The patient had challenging anatomy. There was tortuosity getting the versacross wire into the svc. Act was therapeutic during the procedure. The physician believed that the versacross rf wire contributed to the complication, since it perforated the right atrium as it was very difficult to get it into the svc which was slowly forming the effusion. It was believed that the verscross rf wire was inside the dilator; however, the versacross rf wire must have probably been advanced and came out of the dilator (the effusion was not notice until the end of the procedure so hence did not acknowledge that the wire came out).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a perforation and pericardial effusion occurred. During a watchman left atrial appendage closure procedure, a versacross connect kit was selected for use. The physician was encountering difficulty getting the rf wire up multiple times into the superior vena cava (svc). The transseptal puncture was performed in a low/posterior location. An attempt was made to implant a 24mm closure device however release criteria was not met, thus it was recaptured and removed, and a 20mm closure device was successfully implanted with all release criteria being met. Following the implant, the transesophageal echocardiogram (tee) physician was performing a routine check and noticed a small pericardial effusion of 0.5mm around the right atrium and suggested it was slowly growing. A pericardiocentesis was performed and 200cc blood was drawn. The patient was hemodynamically stable with no change in blood pressure. The procedure was completed. The patient was fully recovered to be discharged two days post procedure. The device is not expected to be returned for analysis (discarded). The patient was under warfarin (280) and on antiplatelet drugs. The patient had challenging anatomy. There was tortuosity getting the versacross wire into the svc. Act was therapeutic during the procedure. The physician believed that the versacross rf wire contributed to the complication, since it perforated the right atrium as it was very difficult to get it into the svc which was slowly forming the effusion. It was believed that the verscross rf wire was inside the dilator; however, the versacross rf wire must have probably been advanced and came out of the dilator (the effusion was not notice until the end of the procedure so hence did not acknowledge that the wire came out).